Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon had to re-impact manually due to bumped pelvic array. The outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding a bumped array and loose cup involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with rio 177 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a bumped array and loose cup. There was only 1 other reported event (B)(4). Conclusion: the session and log data from the case were reviewed. An analysis of system verification values and the depth of impaction were completed. The surgeon successfully passed the probe check and rio registration, and the cup ended as 0.7mm proud to the deepest ream point. The system did not record any information which indicates the pelvic array was bumped. The robot operated as expected and no system defect or malfunction is suspected.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon had to re-impact manually due to bumped pelvic array. The outcome of the case was successful.